Manufacturer narrative:
The device, mw-319 wang transbronchial histology needle, was not returned to conmed for evaluation or failure analysis of "device breakage." No visual evidence (photograph) of the failure has been made available. The failure mode is addressed in the risk document. The IFU (instructions for use) states "do not angulate the scope tip when the needle tip is in the scope's bending area." No manufacturing defects have been identified. A root cause investigation is not required at this time; however, the reported complaint issue will continue to be monitored through the complaint system. The manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device involved in this complaint is unknown. A two (2) year review of product history for this device family showed there have been a total of nine (9) other similar occurrences, including twelve (12) devices, for the complaint of "detachment." During the same two (2) year timeframe, over (B)(4) units were sold world-wide, making this occurrence rate for this reported failure mode (B)(4). The wang transbronchial histology needle is a 19 gauge transbronchial aspiration histology needle for use in the central region of the lung. The device is used to puncture the transbronchial wall and aspirate sufficient tissue and/or cell specimens to stage bronchogenic carcinoma. To reduce the risk of patient injury the IFU (instructions for use), further provides the following warnings and precautions: "- never force the instrument into the channel. - retract the needle tip(s) into the metal hub prior to removal from the channel. - minimize channel bends when removing the instrument from the scope. - maintain the scope in a forward neutral position during instrument removal to prevent stretching of the instrument catheter. Stretching of the instrument catheter could result in instrument failure."

Event description:
As reported by the user facility: "patient had a procedure done in the endoscopy lab. We used the wang transbronchial histology needle under fluoroscopy for transbronchial biopsy. We used two of the needles for the procedure while getting samples. The pulmonologist stated that the 1st one became dull and that was why he asked for the second. The procedure was completed and the patient was recovered and sent home. Later on the patient coughed up an object. This object was brought to the hospital and was sent to pathology. The physician informed me of the object and I brought out the wang needle for him to see. I went down to pathology and looked at the object and I confirmed that it looked like the inner needle of the wang transbronchial histology needle." Multiple attempts for further information has been requested from user facility, but to date no information has been received . If additional information is received, it will be included in a supplemental report.